Event description:
The needle did not retract as it should on lovenox enoxaparin 120 mg prefilled syringe and nurse administering the medication to the pt was stuck with the needle. Dates of use: (B)(6) 2011.